Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that saline solution leaked near the lure connector when priming was performed prior to puncturing needle to the port system. There was no patient involvement.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of asbws0134 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that saline solution leaked near the lure connector when priming was performed prior to puncturing needle to the port system. There was no patient involvement.